Manufacturer narrative:
Visual inspection of the item shows the tip of the driver has fractured. The fractured tip of the driver was not returned with the item. The device history records were reviewed, there are no indications of manufacturing issues that would have contributed to the event. As stated in the reported complaint, the instrumentalist gave the surgeon the plug driver with the incorrect handle. This shows the surgical technique was not followed correctly. The root cause of this complaint is determined to be user error. A incorrect handle was used with the plug driver where most likely excessive force was applied causing the fracture of the plug driver tip. Conclusions code: use error caused or contributed to event was reported in the initial report.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event, however based on the information available it is reported the incorrect handle was used. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
The sales associate reported a fracture of the tip of a screwdriver. At the moment of performing the nut fixation to the screw, the instrumentalist was wrong about the handle and gave to the surgeon the plug driver with a no-dinamometric handle, thereby causing the breakage of the driver at the moment of the closure. The surgery continued without mishap and no adverse event was reported.